Event description:
Major pump unit(s) involved: external control system failure. Additional text: system controller diverted to back up mode. Specific component(s) involved: external controller malfunction. Additional text: sys controller in back up mode from low battery. Intervention(s): replacement of external controller. Implant device type: lvad.

Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: external controller malfunction.